Event description:
It was reported by the clinician, that during an attempt to place the percutaneous sheath introducer (psi) the user tried to aspirate blood to confirm the positioning in the vein, but instead air was aspirated. It was then the clinician noticed the hub of the needle was cracked. A new set was opened and before use the hub was checked and was found to be cracked. Eight more sets were opened consecutively and the same hub issue was found in each.

Manufacturer narrative:
Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.